Manufacturer narrative:
Siemens healthcare diagnostics filed the original MDR (B)(4) 2011. New information: a siemens healthcare diagnostics inc field service engineer (fse) on the customer (B)(4) 2011 site evaluated the instrument and reported new root cause information subsequent to the initial MDR filing: analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was hm chrome contamination. The siemens healthcare diagnostics inc. Field service engineer preformed appropriate repairs and maintenance procedures. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was r1 probe misalignment. A siemens healthcare diagnostics inc. Technical service center representative directed the customer to reseat and re-align the r1 probe. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A falsely elevated troponin I result was obtained on a patient sample. The result was not reported to the physician. The sample was repeated and a negative result was obtained and reported. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.